Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm for 10 seconds on the third inflation. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the status of the patient post procedure was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6).